Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis, coincident with peritoneal dialysis therapy. During hospitalization for a previously reported bacterial peritonitis event, the patient was diagnosed with fungal peritonitis. The cause of the fungal peritonitis was unknown. On an unreported date in the same month as the onset of the fungal peritonitis and after an unknown number of days of hospitalization, the patient was discharged. On an unreported date, the peritoneal dialysis catheter was removed as a treatment for the fungal peritonitis. The patient is now on hemodialysis therapy. The patient was recovered from the fungal peritonitis. No additional information is available.